Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose level was 48 mg/dl at the time of incident and also 398 mg/dl. The customer also reported that he had blood at site and the auto mode was shut off due to insulin flow block alarm. The customer declined for troubleshooting for low and high blood glucose. The customer was treated with food and bolus. The product was not returned for analysis.